Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/24/2017 with the following findings: during investigation, the battery compartment and cap were undamaged and able to fit securely. The pumps¿ base was cracked between the keypad and the seal. The pump powered up with auditory and vibration to a blank screen. The ¿no power¿ complaint was unable to be duplicated. The pump¿s cover was removed and there was moisture corrosion found to the keypad connector and rtc. The 32 khz signal was found to be missing at the pin1 of u38 watchdog chip.